Manufacturer narrative:
The field service representative replaced the gear pump head. He checked and adjusted the water pumps and washing stations. The investigation did not identify a specific product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control measurements passed, but many sample clot alarms were observed around the time of the events. On (B)(6) 2020. The field service representative observed the sample probe was dirty and he replaced it. On (B)(6) 2020, the field service representative adjusted all of the reagent probes. On (B)(6) 2020, the field service representative performed a head cut filter and lamp exchange. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 4 patient samples on a cobas 8000 c702 module. Refer to attachment pt (B)(4). Pdf for patient results. All of the repeated results were taken using a different instrument than was used to obtain the initial results. The reagent lot number is 44306701 with an expiration date of 31-jan-2021.